Event description:
A copy of the medwatch report from FDA was received, which states, "bd alaris server went down at an unknown date/time. Was noticed by clinical engineering staff 1/31~1200. No notice was given by bd. This occurred during a cutover plan of multiple high risk opioid infusions. The pumps therefore failed to receive the new library and associated concentrations that were converted in epic and pharmacy standard compounding. High risk for wrong-dose error of opioid infusions and other affected medications. Multiple reports from nursing staff describing inability to use the pumps and dangerous workarounds were employed accordingly (e.g. Manual programming using wrong concentration, use of basic infusion mode, etc). With the rollout of the new alaris devices, server management has been taken over by bd. We need: 1. Recognition by bd that pumps are not communicating / transmitting libraries and infusion data. 2. Notification to clinical and support staff that system is not functioning as intended. 3. Timely correction by bd". The reporter indicated "serious injury" in the type of event field of medwatch report. Bd followed up with the reporter to gather additional information. It was reported that there was an event where incorrect rate/drug was infused due manual programming using wrong concentration and that there was "no known serious injury."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "bd alaris server went down at an unknown date/time. Was noticed by clinical engineering staff 1/31~1200. No notice was given by bd. This occurred during a cutover plan of multiple high risk opioid infusions. The pumps therefore failed to receive the new library and associated concentrations that were converted in epic and pharmacy standard compounding. High risk for wrong-dose error of opioid infusions and other affected medications. Multiple reports from nursing staff describing inability to use the pumps and dangerous workarounds were employed accordingly (e.g. Manual programming using wrong concentration, use of basic infusion mode, etc). With the rollout of the new alaris devices, server management has been taken over by bd. We need: 1. Recognition by bd that pumps are not communicating / transmitting libraries and infusion data. 2. Notification to clinical and support staff that system is not functioning as intended. 3. Timely correction by bd". The reporter indicated "serious injury" in the type of event field of medwatch report. Bd followed up with the reporter to gather additional information. It was reported that there was an event where incorrect rate/drug was infused due manual programming using wrong concentration and that there was "no known serious injury.".

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a alaris server went down, infusion manually programmed, programming error.